Manufacturer narrative:
Eval: no product was returned to assist in this investigation. However, based upon the information provided, the physician used a biliary stent for a vascular application. Although the devices are similar, the instructions for use (IFU) manuals are different and the biliary stent is labeled for use in palliation of malignant neoplasms in the bilary tree. Zilver vascular stents are intended for use as an adjunct to percutaneous transluminal angioplasty (pta) in the treatment of symptomatic vascular disease of the iliac arteries up to 100 mm in length with a reference diameter to 5 to 9mm. The information provided states the device was placed in the innominate vessel, rather than the iliac and the size of the vessel was not provided. Considering the stent migrated, it was feasible to say that the size of the stent was insufficient for the size of the vessel. This stent is not labeled for vascular use.

Event description:
Stent migrated to the patient's ventricle. The stent was in the innominate vessel and had not opened up. During this time, the physician had lost visualization. During the 3-4 minutes it took to get visualization back up, the stent had traveled to the ventricle. Patient was then sent to the hospital for the stent to be retrieved. The stent was retrieved without opening the patient. The patient was asymptomatic. There were no arrhythmias. The patient was a thin woman so stent was easy to see. The stenosis was between the innominate and the svc.